Manufacturer narrative:
(B)(4). Per the fsr, all segments on the display were flashing solid green. He took apart the display and reseated all connections. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the display was not working. There was no patient involvement.